Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a damaged center arm assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right siderail center arm assembly is damaged and the siderail will not latch. The bed was located at the account in hall 2. There was no pt/user injury reported. (B)(4).